Event description:
Description of event according to initial reporter: the first knob on the distal component gets loosened. On the second knob, it would not loosen. Had to use hemostats to loosen the second knob. On the number 2 section one is suppose to easily slide it back and then a click is heard. However, this was not the case. The physician had to use all his strength to move it to where it would snap-in. The graft moved up in the sheath a little. The graft was ultimately used and implanted into the sheath. The physician's landing zone was a little lower than what he would have liked. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.